Event description:
Complainant alleged that during training by facility staff, the device restarts/reboots by itself. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.